Event description:
It was reported the patient presented for implant procedure. During surgery, the delivery catheter prematurely released the ventricular leadless pacemaker (lp). The lp was already fixated and remained implanted. The patient was in stable condition.